Event description:
It was reported that there was a communication error between the programmer and an analyzer. Two other analyzers were tried with same message. Technical support (ts) stated that the communication error is not a fault of the programmer or analyzer; it is solely a contact issue. If replacing the analyzer with a new analyzer and message still appears, it is the contacts of the programmer at fault. Ts suggested removing and re-inserting an analyzer to gain communication. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the programmer is unable to communicate with analyzers. A printed circuit board assembly found out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).